Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to pump not working properly. The pump was removed and replaced with a new one. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to pump not working properly. The pump was removed and replaced with a new one. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the pump not working properly. The pump was removed and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of the pump of this inflatable penile prosthesis (ipp) not working properly. The pump not passing activation testing was determined to be the most probable cause of the reported events. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our quality assurance laboratory, this ipp pump was thoroughly analyzed. The pump was visually and microscopically inspected and leak tested. If passed leak testing. The pump did not pass the functional test for activation. This finding could affect the functionality of the device and likely caused or contributed to the reported clinical observations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.